Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer had difficulty loading multiple cartridges onto the pump. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Reportedly, the customer reverted to manual injections for insulin therapy.